Event description:
It was reported that during the implantation of the electrode, an increased impedance on contact 2c could be determined, despite repeated troubleshooting this has not changed. Impedance was always in the red zone. A measurement of the electrode in saline solution was okay and the impedance was no longer noticeable. The next measurement in the brain was the same as before, 2c red again. The test cable was rotated several times, measurements were carried out with and without a monopolar cable, the ens was restarted, measurements were carried out in nacl, and a new test cable was used. After several tests of the impedances and stimulation in ring 2, the impedance dropped to 12k monopolar and bi-polar in the green range

Manufacturer narrative:
Continuation of d10: product ID b3300533, lot # va31srvv75, serial# implanted: explanted:; product type lead, product ID b31040, lot # 082n19824a, serial# implanted: explanted:; product type screening device, product ID b31040, lot# 082n22924 serial# implanted: explanted:; product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300533, serial/lot #: (B)(6), ubd: 30-dec-2026, UDI#: (B)(4); product ID: b31040, serial/lot #: (B)(6), ubd: 16-aug-2026, UDI#: (B)(4); product ID: b31040, serial/lot #: (B)(6), ubd: 16-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300533, lot # va31srvv75,,product type lead. Product ID b31040, lot# 082n19824a, product type screening device. Product ID b31040 lot# 082n22924, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause was not determined. A second electrode was implanted, which also showed the same problem, during measurements with the electrode test cable. After connecting to the ins all impedances are fine.

Manufacturer narrative:
Continuation of d10: product ID b3300533, lot# va31srvv75, product type lead; product ID b31040, lot# 082n19824a, product type screening device; product ID b31040, lot# 082n22924, product type screening device. H3: analysis of the devices had shown that they all passed testing with no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.